Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; 5515-f-602; wesla. Tri ts baseplate size 5; 5521-b-500; bd43da. Triathlon symmetric x3 patella; 5550-g-360; y25l. Simplex hv with gentamicin us 1 pack; 6195-1-001; (B)(4). Simplex hv with gentamicin us 1 pack; 6195-1-001; (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that patient's left knee was revised due to infection (reported by surgeon, unknown if infection clinically confirmed or identified). Surgeon reported that patient had had recent dental work and had not taken antibiotics prior to dentistry as instructed. All primary implants were removed and a cement spacer implanted.